Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery repeatedly and was not resolved by 3 infusion set changes. The blood glucose reading was 248 mg/dl, which was treated with a manual injection. Upon troubleshooting, it was found that insulin did not exit with a plunger push. The customer used a new infusion set with a previous reservoir, and she confirmed that the insulin pump did not alarm no delivery. She was advised to return the infusion set and reservoir. Nothing further reported.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.